Manufacturer narrative:
Investigation summary: DHR- no similar qn was raised for batch # 7293471. No abnormality observed in that could have influenced the issue for batch # 7293471. 4 photos were returned for investigation. Cannula pierced through catheter was observed in the returned photos. 1 actual sample was received. The sample was not decontaminated. Cannula pierced through catheter was observed on the actual sample the complaint is confirmed and product is not within specification. CAPA# 590840 had been raised to address needle pierced through catheter issue.

Event description:
It was reported that the bd insyte¿ IV winged catheter tip was deformed and "partially broken" during removal from the vein.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV winged catheter tip was deformed and "partially broken" during removal from the vein.